Manufacturer narrative:
During preparation of a 6f/7f mynxgrip vascular closure device (vcd) the balloon would not deflate prior to insertion into the patient. Another device was used without incident. There was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. The user¿s training status on the device was mynx certified. The device was never placed in the sheath. 100% saline was used. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. Additional patient and procedural details were requested but were not provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant and advancer tube remained in the manufacturing position. The procedural sheath was not returned with the device. The balloon was noted to be fully deflated. Per functional analysis, inflation/ deflation testing was performed on the balloon of the returned device. The complaint was confirmed. The balloon of the returned device remained partially inflated when the inflation indicator plunger retracted to the handle during the device failure investigation. Per microscopic analysis, the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot: f2027401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deflation difficulty¿ during prep¿ was confirmed during the analysis of the returned device. The reported event was caused by the proximal end of the polyimide shaft abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. According to the instructions for use which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During preparation of a 6f/7f mynxgrip vascular closure device (vcd), the balloon would not deflate prior to insertion into the patient. Another device was used without incident. There was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. The user¿s training status on the device was mynx certified. The device was never placed in the sheath. 100% saline was used. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. Additional patient and procedural details were requested but were not provided. The device will be returned for evaluation.